Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source. Reportedly, the customer would continue to use the pump until replacement pump is received.